Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging her one touch ultramini meter would not power on. The pt claimed she also noted a burning smell from the meter. The pt called lfs back four days prior, to report that she did not receive the replacement meter and consequently passed out as a result of not being able to test her blood glucose. The complaint was classified based on the conversation the pt had with the customer care advocate (cca) on that day, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged power issue began on original date at 10:00am. At 12:00pm, the same afternoon, the pt claimed she began to experience the symptoms of 'high blood glucose' levels. At that time, the pt consumed food and/or drink. The pt takes set doses of insulin to control her diabetes. It is unclear what action the pt took regarding her diabetes management after her initial call to lfs. When the pt contacted lfs six days later, she reported that on the evening of the day prior, she "passed out" because her blood glucose was "too high" and she didn't know it." The pt claimed that her spouse contacted the emergency room and he was advised to treat her with 5mcg of byetta. It is unk if the pt experienced any specific symptoms prior to passing out or if her blood glucose was tested on another device. At the time of troubleshooting, the cca determined the pt had replaced the battery correctly, the battery contacts were in good condition and the test strips were correct. The power issue was not resolved. The meter, test strips and control solution were replaced. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly "passed out" as a result of high blood glucose after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.